Manufacturer narrative:
The serial number remains unknown, as such the implant date, manufacturing info, and UDI number is unavailable. This investigation will be updated if further information becomes available in the future.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.